Event description:
Distributor reports error 41 (upstream pressure sensor alarm); unit was intermittently alarming "upstream pressure sensor". Troubleshooting revealed a possible upstream pressure sensor malfunction. Installed new part and reassembled. Tested okay and ran the calibration procedure. Checked accuracy after calibration. All tests okay. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered by nsh canada from a service report submitted by the customer. The device was not returned to brézins for investigation as its repairs were carried out locally. Due to the reported error and as per technical manual, the upstream pressure sensor was replaced and calibrated. However, the replaced part was not returned to brézins for further investigation after several requests. Due to the lack of information and with no other evidence to confirm the origin of the defect, the investigation could not be performed and no root cause can be identified. A CAPA was opened for defective pressure sensor but as this event is not confirmed it cannot be directly linked to it. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.